Manufacturer narrative:
H6-final device analysis results revealed a receiver hybrid anomaly, glass frit seal failure (lost hermetic seal).

Event description:
Report rec'd with explanted product stating only "malfunction". F/u investigation is being conducted into the reported event. Device is presently being analyzed by the MFR.